Manufacturer narrative:
Model number: 72404131, lot number: 1000084466, model description: belt cuff fgs 4.5 cm iz. Model number: 72404127, lot number: 1000031404, model description: control pump fgs iz. Model number: 72400024, lot number: 1000095573, model description: balloon fgs 61-70 cm. Same patient as MFR# 2183959-2019-64923.

Event description:
It was reported that the patient, who has an artificial urinary sphincter (aus) implanted, presented with scrotal serum on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Same patient as MFR# 2183959-2019-64923.

Event description:
It was reported that the patient, who has an artificial urinary sphincter (aus) implanted, presented with scrotal serum on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.